Event description:
Pt with recent history of repeat craniotomy in 2002 was admitted with fever & history of anaplastic ologidendroglioma status post tumor resection. Pt developed headaches & fever & admitted one week later. A v/p shunt was placed one week later. Four days later, pt suffered a seizure & dramatic decrease in respiratory rate. CPR was initiated including intubation & left subclavian line placement. Team used 2 co2 detectors after untubation to verify ett placement. Neither of the detectors worked-they are supposed to turn purple. Pt had good bilateral breath sounds. Multiple attempts at reviving the pt failed & pt expired. Autopsy revealed a bilateral saddle pulmonary emboli with early fibroblastic organization, organizing clot filling the inferior vena cava & pulmonary congestion. Because the detectors were both from lot a-23 which is stocked in adult crash carts, the hospital attempted to do a recall of products with this lot #. The hospital obtained several detectors from lot a-23. One was tested by a nurse and it turned purple, indicating that it was working. All of those the hospital recalled will be sent to this MFR, along with the 2 used in this case.